Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced seizure and had contact with a healthcare professional (hcp) who performed magnetic resonance imaging (MRI) and electroencephalogram (eeg) which confirms that the seizure is related to the use of the adc product. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 118 mg/dl was compared to a blood glucose test performed on the competitor brand meter with a result of 46 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.